Event description:
Boston scientific single action pump lot# 18747731, exp 2019-12-31. While the surgical technologist was pumping the device during the procedure, the device was noted to be sticking a little and then the plunger went through the rubber stopper. The device was broken and had to be replaced. The same thing happened again and it was also the same lot number. Again replaced with another single action pump of same lot number. This last device functioned without incident. In a subsequent case while the same surgical technologist was priming the single action pump with same lot# as above, the pump was sticking again. He felt as though something was not right with the connection tubing as well. The pump passed off before the patient entered the room and new single action pump put on the field with no problems. It too was the same lot# as all above. Manufacturer response for boston scientific single action pump, single action pump (per site reporter): this is communicated by the day surgery operating room area.